Event description:
Hill-rom received medwatch report 0503530000-2009-8002. Alleged an ICU pt was holding on to the bedrail, when she turned onto her left side in the bed, the left siderail broke off. The pt fell out of bed and landed on her buttocks, still holding onto the siderail. The pt was not injured in the fall.

Manufacturer narrative:
The technician stated he spoke with the rn on duty who stated she found the pt on the floor, assessed the pt, and found the pt was not injured. The technician spoke with the manager of facility services, who said the siderails were removed from the bed and were no longer available. The technician did determine that the weld broke on the bracket that holds the left head siderail.